Event description:
It was reported during an ablation procedure of a rca distal with a rotalink unit the guidewire fractured and separated in the patient's artery. The physician reported the patient will not require surgery to remove the tip of the device. Patient status is reported as stable.